Event description:
Report received from the USA stating that the device's black cord was damaged. It is known that the device was bing used during knee surgery; however, there was no patient or user injury or medical intervention. It is unknown if there was a delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of cord damage was confirmed. "Hose damage" was noted in the pre-repair diagnostic assessment notes. In the emax 2 plus motor the cord is located within the hose. If additional information becomes available a supplemental report will be submitted. (B)(4).